Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap assisted total gastrectomy. According to the reporter: the following event occurred prior to use on patient. The initial firing with the idrive was completed with no problem. After loading the second egia60amt the jaws could not be opened. Later the doctor was able to open jaws but found they could not move normally as usual. After resetting the same idrive handle and reloading the same sulu, it would not perform the calibrations and could not be used at all. Using another of our competitor, no problem was confirmed to complete the case. No patient involvement. Operating time not extended. After the procedure the customer confirmed the idrive functioned normally and used in the other cases continuously, therefore it will not be returned for investigations.